Event description:
It was reported the patient had a loss of therapeutic effect. The patient reported re-apparition of symptoms including pollakiuria and loss of urine with digestive symptoms (loss of stools) on (B)(6) 2014. The issues had started 32 days prior to report. Reprogramming occurred as a result of the event and the event was ¿recovered¿ on (B)(6) 2014. The event was not related to the programming. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant product: product ID 309328, lot# 0208490642, implanted: (B)(6) 2014, product type lead. (B)(4).